Event description:
It was reported by the patient that they were able to easily move this pacemaker around the pocket and that when their husband touched her shoulder she would feel like she was being electrocuted. During a lead explant procedure, this pacemaker was successfully repositioned. The patient stated that they believe the longevity of pacemaker depleted faster than it should. It was also noted that discomfort is present at times. This pacemaker remains in service. No additional adverse patient effects were reported.